Manufacturer narrative:
Follow-up #1 (03/23/2011) - device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
510 (k) # is k07323. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/ patient contacted lfs on (B)(6) 2011 alleging inaccurate readings on their one touch ultralink meter. The patient mentioned that on (B)(6) 2011 the patient obtained a result of 418 mg/dl and 71 mg/dl. Readings were taken less than 20 minutes from one another. The patient did not exhibit any symptoms. Due to the alleged issue, the patient took 2 units of novolog insulin. The patient was not tested on another device and did not seek any further medical attention or contact their physician for assistance. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have any control solution. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient denied exhibiting any symptoms due to the alleged issue and did not seek any medical attention due to the reported issue. The complaint is being reported since the readings were greater than 20 mg/dl or 20% from one another.